Manufacturer narrative:
Correction: the awareness date was incorrectly marked as the "date received" by the us postal service. Due to the covid-19 pandemic, these mail pieces were not delivered to bd personnel within the facility until (B)(6) 2020. As a result, the following information has been updated: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel was cracked down the side and noticed before use. Medwatch report# 4500760000-2020-8027 was filed in response to this event. The following information was provided by the initial reporter: "upon flushing using the push-pause technique, registered nurse (rn) noted normal saline syringe cracked down the side which caused the remainder of the saline to spill out. Per report, the crack was not present prior to flushing . What problem did the user have: device failed."

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel was cracked down the side and noticed before use. Medwatch report# 4500760000-2020-8027 was filed in response to this event.the following information was provided by the initial reporter: "upon flushing using the push-pause technique, registered nurse (rn) noted normal saline syringe cracked down the side which caused the remainder of the saline to spill out. Per report, the crack was not present prior to flushing .what problem did the user have: device failed."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161552 ((B)(4)), PMA / 510(k)#: k141311 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd posiflush¿ normal saline syringe barrel was cracked down the side and noticed before use. Medwatch report# 4500760000-2020-8027 was filed in response to this event. The following information was provided by the initial reporter: "upon flushing using the push-pause technique, registered nurse (rn) noted normal saline syringe cracked down the side which caused the remainder of the saline to spill out. Per report, the crack was not present prior to flushing . What problem did the user have: device failed."